Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a wear abrasion, a crease fold, yellow particles were inside the device. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a smooth crease opening on the anterior and an opening crack. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed to a fold flaw opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported ¿right side deflation¿. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿right side deflation¿. Device remains implanted.